Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 300-400mg/dl. The customer took a correction of 5.9 units. The customer stated that she had issues with the bolus and it did not deliver. The customer was advised to check her bolus history. The customer stated that it recorded the last bolus she took this morning. The customer was offered to troubleshoot for the pump. The customer understood her blood glucose ran high because she did not deliver insulin during lunch. The customer was advised to call back to troubleshoot for high readings.